Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025 . According to the patient¿s parent, on (B)(6) 2025 , the patient¿s cgm was displaying low and the parent treated the patient with a glucose tablet. The reporter did not mention whether the bg was checked first. After a few minutes, the cgm still displayed low, the bg was checked and was 557 mg/dl. The patient vomited and was taken to the emergency room (ER). There was no ER treatment information provided. At the time of the report, the patient was feeling better. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the d zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.